Manufacturer narrative:
(B) (4), glare - eval results: a work order search was performed and there were no similar complaints found. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B) (4).

Event description:
It was reported that the pt had a micl12.6 implantable collamer lens implanted in left eye on (B) (6)2009. As part of the micl postmarket study, the pt reported persistent glares and halos. Add'l info was requested from the surgeon but not yet rec'd. If any add'l info is obtained, a supplemental medwatch will be submitted. See MFR report# 2023826-2010-00717 for the other eye.

Manufacturer narrative:
Results: glares and halos may be noted by patients even if they never had any ocular surgery. This is commonly due to aberrations or irregularities in the cornea. It may be noted more at low light conditions when the pupil is dilated. In icl surgery, the cornea is not touched, therefore patients who have glares and haloes before the surgery, will commonly retain these symptoms but no increase in severity should be experienced since the cornea remains untouched. The glares and haloes however, may be perceived more due to the increased clarity of vision. Furthermore, the effective optical corneal zones (eocz) of the lenses have a maximum of 6.17 to 7.30 mm depending on the icl powers. This is a design limitation which may create similar symptoms due to the interface of the optical zone and the patient's optical field of vision, which may be noted when the pupil size is greater than the eocz. Glares and halos are commonly temporary, lasting 1-6 months, but may on very rare occasions become permanent. Conclusion: (no conclusion can be drawn): based on the complaint history, work order search and medical review, we were unable to determine a specific root cause of the event.